Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod between 1 and 4 hours they had felt pain at the pod infusion site (back). The patient reports the pods needle was visible due to the needle had failed to retract upon initial activation.